Event description:
To whom it may concern: phacomachine's internal host default hi, hope you got the info by american medical optics/abbott about whitestar signature which stopped suddenly during phacoemulsification the (B)(6) 2011 after 6 (six) month time of repairing in (B)(6) with (B)(6). Independent expertise with dry runs was not accepted by amo (B)(4). For small structure, private practice cannot wait 4 or 5 yrs for geneva court.